Event description:
It was reported that an asymptomatic patient presented in clinic with several episodes of noise on the right ventricular lead. The noise was reproducible with isometrics. No intervention was performed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.